Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was removing air from the cartridge during the load process, a piece of white septum material was noticed inside the syringe. The customer's blood glucose level was 105 mg/dl. Reportedly, the customer was able to fill the cartridge successfully.